Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in a patient procedure. The user facility reported no adverse events with the patient.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedure was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci result confirms the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Based on the results of the processor record and ci and inspection of the v-pro sterilizer, it is concluded that the instruments processed in the unit were properly sterilized. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
On (B)(6), 2011 pinecone implemented additional qa release test requirements, including simulated use testing, on every lot of scbis prior to release. To date, this action appears to have effectively resolved the issue.